Manufacturer narrative:
Additional narrative: the manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device made an unusual noise when running, the triggers on the unit were sticky, and the coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device made an unusual noises when running, the triggers on the unit were sticky, and the coupling head was worn. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.